Manufacturer narrative:
Batch review performed on 20 january 2021: lot 165749: (B)(4) items manufactured and released on 24-nov-2016. Expiration date: 2021-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain due to cup impingement. The surgeon revised the cup and liner to a competitor cup and liner 4 months after the primary surgery, the surgery was completed successfully. The reason the patient had a cup impingement is because during the primary surgery, the cup was misplaced and undersized/over-reamed in combination with the patient having a spinal issue that makes the rom challenging to access under anesthesia.